Event description:
Event reported as: adult male suffering from lou gehrigs disease and on full time life support, experienced stress and panic as the flexible end of the device disconnected from this trach. Pt had to be bagged while device was changed out. This happened ten other times. This is the third of eleven reports. Current pt's condition is reported as stable.

Manufacturer narrative:
The sample device has been requested for eval, but has not been received yet. Investigation is ongoing and a complete f/u report will be sent when completed.